Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked and glued tank cover and reservoir, bent prongs on line cord, and damaged pole clamp. The reported issue was confirmed during further inspection when the warmer display was found to be cracked and leaking liquid crystal. The investigation attributed the root cause of this condition to physical impact. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service in the previous year. The warmer display. Circuit board, enclosure, tank cover, pole clamp, and line cord were all replaced.

Manufacturer narrative:
Date of event and operator of device are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer has a broken temperature display. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.